Event description:
The customer reported the damaged side rail. The damages left side rail lower arm cracked were confirmed by arjo technician upon arrival. Photographic evidence of said damages was provided. The bed was in use by the patient when the issue was detected. Broken side rail was swapped as the facility¿s staff couldn¿t move the patient onto the replacement bed. The circumstances in which the bed was damaged are not known. No injury was claimed.

Manufacturer narrative:
Based on the analysis conducted to the investigated issue, the likely scenario is that the side rail broke off because of extensive external force applied. According to citadel plus instructions for use (IFU, 831.374-en rev.11): side rails should be checked by the care giver daily. Failing to carry out these checks may compromise the safety of the patient and the caregiver. To sum up, the bed frame was damaged, therefore the arjo device did not meet the specification. The bed was in used by the patient at the time. No injury was claimed. The complaint was assessed as reportable due to the detachment of the side rail.

Event description:
Arjo received a complaint related to a citadel plus bed frame. The customer reported that the side rail was cracked and requested bed replacement. The arjo service technician visited the facility and found that the lower arm (a part of the side rail assembly) of the foot-end side rail was broken in two pieces causing partial side rail detachment. It was confirmed by the photographic evidence provided. The bed was swapped out. The customer staff did not inform how the side rail was damaged. The bed was in use by a patient when the issue occurred. No injury was claimed.

Manufacturer narrative:
The investigation is ongoing. Rsults will be provided in the final report.